Manufacturer narrative:
The device referenced in this report has been evaluated by olympus.. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the pins inside the video connector are worn out causing poor connection. The software version is out of date. The led cable is charred causing the user's report. The image is unstable when wiggling the pigtail. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported during an unspecified procedure using a video system center, the led was flickering and getting lighter and darker. There was no patient impact related to this occurrence.